Event description:
Related manufacturer reference number: 1627487-2022-05575. It was reported the patient was not receiving effective therapy because one lead had high impedances and the other migrated. Surgical intervention was undertaken on (B)(6) 2022 and the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.